Manufacturer narrative:
(B)(4). Device not returned for evaluation.

Event description:
Left-sided lead extraction to remove 4 leads due to occlusion, pain at the pocket site, and system upgrade in a (B)(6) year old female. All four leads were being worked on sequentially using two different glidelight laser sheaths and a 13fr. Evolution. The rv lead freed up first using 13f evolution. Once the lead was extracted, the physician passed guidewire through the evolution to maintain access. At this time, a drop in pressure was noted. A sternotomy was performed and a 2cm tear at the svc/ra junction was found and repaired. The patient survived the intervention. This event was reported by spectranetics with regards to the glidelight as it could not be excluded that the laser sheath did not contribute to the injury. It also could not be ruled out that the evolution also contributed to the injury (per the physician). On (B)(6) 2014-customer added there is no allegation that the device did not function as intended. The physician believed the leads had endothelialized and had become part of the vessel wall, therefore, when freeing the lead it opened up the vessel. The patient survived the intervention.